Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
The peg on the tibial tower broke during the attachment process to the tibia trial. The breakage occurred while tapping the top of the tibial tower and removing it after preparing the tibia. The broken peg was easily recovered when the tibia trial tray was removed. The surgery was completed successfully, and the patient was not affected. There was no significant delay, as the tibia preparation was already completed, and no further use of the instrument was needed.